Event description:
It was reported that during a da vinci si sigmoid colectomy procedure, several wires broke on a bowel grasper instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. One grip cable was broken at the snake wrist. The cable segment stuck out at the wrist approximately .1555 in length. The other cables at the wrist were not damaged and no additional damage was found at the snake wrist. Additional damage found were signs of abrasion/wear to the main tube insulation. No evidence of any missing material found. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.